Event description:
Information was received that during preparation of this smiths medical cadd cassette reservoirs, leakage of medication fluid between the soft and the hard part of the cassette was noticed. No patient involvement reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd medication cassette reservoir was returned for analysis in used condition. Functional testing involved leak testing. The sample did not leak. Based on the investigation, the complaint allegation was not confirmed.